Event description:
It was reported that the ventricular assist device (vad) patient presented to the emergency department with left arm numbness. A computerized tomography (CT) head scan was negative for head bleeds. The patient was admitted for a suspected transient ischemic attack (tia). The patient continued on aspirin, statin, and warfarin and the international normalized ratio (inr) goal was increased. The patient was monitored overnight and the numbness was reported to have gone away. The patient was discharged a few days later after the inr goal was met. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced left arm numbness. The patient's computerized tomography (CT) head scan was tested negative for head bleeding. The patient was on continued treating with aspirin, statin and warfarin with increased international normalized ratio (inr) goal. The patient was monitored overnight and the numbness was reported to have gone away. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an hvad pump. There was no evidence that the patient had a history of neurological dysfunction events. Of note, the patient's reported medical history indicated the patient has a history of ischemic cardiomyopathy. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.